Event description:
I have been using the dexcom 7 for years. For the past two years the quality has been terrible. About half the sensors fail before the 10 days they are supposed to last, and each and every time I have to call dexcom and spend a half hour on the phone being interrogated in order to get a replacement. This is not just horrible customer service (they should be apologizing for their product failures which put their customers health and lives at risk) but it is actually life threatening. Last night I put a sensor on at 11 pm --when I woke up at 7 the app said "sensor not connected"-- it had been unconnected for 8 hours while I was sleeping, and it did not tell me! I tried every possible thing- turning off and on, turning off bluetooth, etc. I called dexcom and they walked me through re-starting the sensor at which point it said, "sensor failed" and I had to replace it with a new one. The sensor failure rate has increased dramatically and dexcom makes customers jump through a ridiculous number of hoops to replace them.